Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. Investigation summary the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Hold vmit was reported by an affiliate in japan that during a meniscal suturing surgical procedure on (B)(6) 2023 while using 3x truespan devices there were three defects. After the surgeon inserted the needle tip of the first device into meniscus, deployed the first implant and then attempted to deploy the second implant, it was found that the suture, which connects the first implant and the second implant had been snapped and the second implant could not be fired. The surgeon tried to remove the first implant, but he could not. The first implant was left in the patient¿s body. The surgeon opened the second device, inserted the needle tip of the second device into meniscus, deployed the first implant and squeezed the trigger to deploy the second implant and at that moment an unusual sound was heard, and the second implant could not be fired. Therefore, the surgeon removed the first implant. After that, the surgeon used the third device but the same event as the second device occurred as well. There was no harm to the patient and no surgical delay. There were no adverse patient consequences reported. No additional information was provided. This is report 3 of 3 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4). H4: the date of manufacture was unknown. D10: concomitant device: 2x truespan 24 degree plga, therapy date: 11/28/2023.